Manufacturer narrative:
This part is not approved for use in the u.s., however a like device with part#: 8799025, 510k#: k994239 and upn (B)(4) is cleared for us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: anterior cervical fusion pre-operative diagnosis for this procedure: loose screw of plate it was reported that on unknown date, post-op, due to screw loosing the plate was removed in the revision surgery.